Event description:
It was reported that revision surgery was performed due to pain. Blood cobalt and chromium levels were reportedly normal, as was device orientation on x-ray normals. The surgeon does not fault the devices.